Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the torque handle was worn and broken. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the device (03.614.035 lot 656299) has exceeded the expected instrument life (three years), therefore any recalibration could not be assured. The complaint is confirmed. Previous follow up report number 1 (mw-322676) erroneously reported complained event as rescinded. Initial medwatch report (mw-317401) was correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was attempted for the subject device (part no. 03.614.035, lot no: 6562929). The review could not be completed as this item is a lot-controlled item. The manufacture date of this item is 3-may-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. An additional review using the serial number, (B)(4), will be requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four torque limiting handles with quick coupling were found to be worn and broken during routine instrument inspection. There was no report of patient or surgical involvement. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2nm torque limiting handle with quick coupling, part number 03.614.035, lot number 656299, date of manufacture may 3, 2011). As previously reported, service and repair noted the returned torque handle was worn/broken and was unrepairable; no service history review was possible as the device was lot controlled. The returned instrument exceeded the expected instrument life (three years) established by bradshaw bradshaw recommended care for torque handles), therefore any recalibration could not be assured. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The complaint against this device is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This medwatch is being rescinded. The complaint was reviewed on march 1, 2016 and based on information received; this event does not meet the definition of an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03-01-2016: this medwatch is being rescinded: per reporter, the reported event of "worn and broken," was inaccurate. This device had not malfunctioned, there was nothing wrong with the four devices, other than the fact that they had gone through 50 autoclave cycles and per protocol, they needed to be returned.